Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011 due to alleged cup loosening, pseudotumor, and soft tissue reaction to implant. The cup and head were removed and replaced with a biomet head and competitor cup and liner. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse events, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2012-01374 / 01380).